Event description:
It was reported that the clinician arrived for daily kinesiotherapy and saw that patient was in obvious respiratory distress. Upon evaluation, clinician saw that the body of the tracheostomy cannula which had been in use for several days, had detached from its connection point with the fins. After approximate 1 minute or more with apnea, with the consequence of severe desaturation (recorded up to 70%, when the finger pulse oximeter lost signal due to low distal perfusion associated with severe hypoxia), general cyanosis and a decreasing state of consciousness, and also very close to respiratory arrest, clinician stated "I was able to mechanically clear the tracheostoma and move the foreign body upwards with forceps, which permitted recuperation of ventilation and I urgently re-cannulated with a new cannula". Patient was then ventilated with a manual reinflation bag and returned to 100% saturation, with a heart rate of 170 beats per minute, as to be expected given the level of stress on the patient and this normalized as the minutes passed. Patient was immobilized for safety and taken to the emergency room for removal of the foreign body in generally good condition.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. One (1) video was attached, during the analysis conducted it could be observed a patient using a tracheostomy product and the flange was not join with the tube. During visual inspection, it can be observed that the tube is broken and part of the tube inside of the flange is broken. The failure mode reported is confirmed. The root cause of the complaint is determined to be manufacturing. Action taken: no production plan has been released until the investigation and corrective action are concluded. No problems or issues were identified during this device history record review.